Event description:
On (B)(6) 2010, patient reported his infusion set came off tonight when the adhesive did not stick. Patient stated he has been more active and was not scheduled to change everything until tomorrow. Explained it is okay to change out his headset tonight and then change the infusion tubing and insulin cartridge as planned tomorrow. Patient reported he prepares the area with IV prep pad; no hair, bruising or scar tissue. Patient stated he smoothes out flaps/adhesive. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.